Event description:
During prophylactic generator revision on (B)(6) 2012, low impedance was seen in diagnostics. The pin was removed and reinserted with the same result. The surgeon noted that the silicone on the lead did not look uniform. No x-rays were taken, no manipulation or trauma was suspected, and the dcdc code on the day of surgery was 0. The explanted generator was returned on (B)(4) 2012 and is currently undergoing product analysis. Surgery is likely but has not taken place. The patient had been experiencing an increased in seizures, below pre-vns baseline as noted in clinic notes dated (B)(6) 2012. Prophylactic generator revision was performed. Attempts for additional information were unsuccessful.

Event description:
Product analysis was approved on (B)(6) 2013. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The generator performed according to functional specifications. During the product analysis there were no anomalies found with the pulse generator. Surgery is likely but has not taken place.

Event description:
On (B)(6) 2013, the patient underwent full revision. The generator was replaced to be compatible with the new lead. Diagnostics were performed without error. The products were returned and are currently undergoing product analysis.

Event description:
Lead product analysis showed that the reported mechanical problem/abraded insulation were confirmed and most likely contributed to the low impedance. During the visual analysis abraded openings were observed on the outer and inner silicone tubes and the quadfilar coils appeared to be touching and partially embedded in what appeared to be remnants of dried body tissue. The abraded openings found on the outer and inner silicone tubes, most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the outer and inner silicone tubes. With the exception of the abraded inner tubing openings and shorted quadfilar coils, the condition of the returned lead portions is consistent with those that typically exist following an explant procedure. No obvious anomalies, beyond the abraded openings and remnant of dried body tissue wrapped around the touching quadfilar coils, were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no discontinuities were identified. Note that a break of a few strands would still allow current flow through that portion of the lead. This observation is supported by results of electrical measurements which verified continuity between the ends of this lead section. Generator product analysis showed that an end-of-service warning message was verified in the pa lab and found to be associated with the output being disabled by the pulse generator. Once the output was re-enabled, results of electrical test results demonstrated that the pulse generator was operating within specification. Burn marks were also observed on the pulse generator header, which indicated that the pulse generator may have been exposed to an electro-cautery tool during the explant procedure. Results of diagnostic testing indicated the device was operating properly. Electrical test results showed that the pulse generator performed according to functional specifications; 11.790% of the battery had been consumed. Review of decoder data showed that the impedance on the date of generator implant ((B)(6) 2012) was 305 ohms.

Event description:
An implant card received on (B)(4) 2013 indicated that this vns patient underwent full revision on (B)(6) 2013 due to a lead discontinuity.

Manufacturer narrative:
Device failure occurred but did not cause or contribute to a death or serious injury